Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level of 414 mg/dl. Customer took 8.1 unit insulin and now her blood glucose was 336 mg/dl. Customer felt okay now. Customer took manual injections to treat the high blood glucose. Customer also had blood glucose level was 392 mg/dl. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer mentioned she will monitor her blood glucose. The insulin pump was not returned for analysis.